Manufacturer narrative:
The date of event is unknown but the initial incident occurred approximately a month prior to notification to the pharmacist. The date received by the manufacturer is used. (B)(4).

Event description:
It was reported that approximately a month ago, the patient experienced pain during delivery with the suspect device. She removed the needle from the site, re-used the device to deliver to another site, and the needle then broke off in the site. The patient went to the doctor on (B)(6) 2017 and had an x-ray and ultrasound. The patient reports she can still feel the needle in the site.

Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.